Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique which is a common source for infection in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on peritoneal dialysis (pd) had a fungal infection that required a change to back up hemodialysis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up call, the pd nurse confirmed that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and nausea. The patient had a pd culture obtained (the same day) which was positive for growth of candida (species not provided). The patient was treated with antifungal therapy utilizing diflucan 200mg orally on an outpatient basis. The nurse reported that the patient would be undergoing removal of the pd catheter (not a fresenius product) and would be transitioned to hemodialysis for renal replacement needs. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.